Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention. The patient reported they had issues going to the bathroom on (B)(6) 2019. They went to the doctor and they were catheterized and they took 1000 cc's on (B)(6) 2019. Contributing factors were unknown. It was reported the issue was unresolved at the time of the report. No further complications were reported or anticipated.